Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the centrifugal pump was not allowing for adequate flow. The centrifugal pump was used on a sorin s5 hlm with a terumo adapter being coupled to the sorin centrifugal drive motor. The cpb circuit was set up and primed without issue. When the aortic cannula was placed and tested with 100 ml of prime solution, no issues or any indication of problems were noted. Upon initiation of bypass, the venous line of the cpb circuit was unclamped to begin venous drainage and the arterial pump was started. An arterial flow of greater than 1.5 l/min was not able to be produced. The arterial line was removed from the electronic arterial clamp to rule out any issues with the clamp, but the arterial blood flow rate did not improve. The patient had not been actively cooled, and aortic cross-clamping and cardioplegic arrest had not occurred. The venous line was clamped, and the centrifugal pump head and adapter were removed from the sorin drive motor and placed on the manual drive unit. Blood was able to be directed through the cpb circuit and into the patient without issue or sign of flow restriction. The blood that was drained into the venous reservoir was returned to the patient via hand cranking through the aortic cannula. The patient was hemodynamically stable and was removed from cpb. The cv team elected to stop the procedure. The cannulae were removed from the heart and the heparin was reversed with protamine. The patient was surgically closed and moved to the ICU. There were no signs of harm, and the patient was rescheduled for cpb on (B)(6) 2013. On (B)(6) 2013, the procedure was completed without issue. The units were tested by the hospital by being connected to another sorin drive motor. The centrifugal pump and adapter appeared to function without issue. No blood loss occurred, as it was able to be successfully pumped back into the patient. The surgery was completed successfully on (B)(6) 2013.

Manufacturer narrative:
This event was previously reported to the FDA on october 15, 2013, in manufacturer report #1124841-2013-00187. Through remediation activities and recent draft guidance review, the decision was made to report this information specifically for the pump adapter product on april 20, 2015. The actual sample was not returned for evaluation. The lot number of the affected pump adapter was not provided by the user facility; therefore, neither performance tests nor a review of the device history records could be conducted. A full investigation could not be performed due to the lack of sample and information provided for this event. There were likely clinical conditions experienced during the event that are not present in the laboratory that caused the problem. A definitive root cause could not be determined and the event was not confirmed. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.